Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was switched off and could not be restarted. The review of system logfiles showed ups failure. Upon troubleshooting, the field service engineer (fse) identified the defective fuse on the phase 1 in the ups. To resolve the issue, the fse replaced the fuse, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system turned off and could not be restarted. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.